Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per case study, recurrent instability, pain s/p tha with early (<1 week) revision done elsewhere. Low grade infection peptostreptococcus. One stage revision performed for infection. Additional surgical findings of gtf, head loose on trunnion at revision.